Manufacturer narrative:
Customer reported that when they expose, the image was not showing up on the screen, the collimator blades appear to be jammed. Field service engineer (fse) went on site confirmed ecal error due to the jammed blades and replaced the collimator. Fse checked the unit for proper operation per service checklist qssrwi4.1 and returned the unit to the customer for service.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Event description:
Customer reports that during a procedure, they are not getting fluoro when they step on the pedal. They have an ecal collimator error. I had them turn the override key on the collimator. They called back because the blades were closed and would not open. Staff moved the patient to another room to complete the case. No reported injury.